Event description:
The pericardial effusion has been conservatively filed against the clip device. It was reported that on (B)(6) 2022, a patient presented with grade 3+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. During the procedure with an xtr clip, a pericardial effusion was detected. The patient's blood pressure dropped, and the heart rate was elevated. To alleviate the pericardial effusion a pericardiocentesis was performed. The xtr clip was implanted and reduced the mr to 1+. Per the physician, the transseptal needle injured the atrial wall. There was no clinically significant delay to the procedure and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be due to procedural conditions. The reported hypotension and tachycardia appear to be cascading events of the pericardial effusion. Additionally, pericardial effusion, hypotension, and tachycardia are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.